Event description:
A vaxcel mini port was being placed for therapeutic purposes. During catheter insertion, the wings on the peel-away sheath broke. The physician used forceps to peel the remainder of the sheath.